Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump's screen had scratched and was peeling off. Customer's current blood glucose was 70 mg/dl. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.